Manufacturer narrative:
Data received (B)(4) 2013 confirms an inaccurate blood glucose reading for sensor inserted (B)(6) 2013: patient stated dexcom cgm did not alert, patient was 125bg and at 1:55pm she was 169bg. Reviewed data for (B)(6) 2013 during adverse event time frame. Data shows the patient entered a blood glucose value of 113 on (B)(6) 2013 at 12:03pm; the dexcom cgm gave a reading of 200 on (B)(6) 2013 at 1:55pm. Confirmed inaccurate blood glucose value. Data shows the patient entered a blood glucose value of 125 on (B)(6) 2013 at 7:20am; the dexcom cgm gave a reading of 100 on (B)(6) 2013 at 7:20am: accurate blood glucose value.

Event description:
Patient contacted dexcom to report the sensor gave inaccurate blood glucose readings. The patient reported she suffered from a seizure on (B)(6) 2013 due to inaccurate blood glucose value. The patient went for a walk and then she dropped. Someone called the paramedics, the patient refused to let them give her glucagon. The patient took glucose tablets to get blood glucose back up while she was in the ambulance. The paramedics drove the patient to the hospital where she was monitored at the emergency room for one hour. The patient was given a tetanus shot because she cut her knee. Current condition of the patient: she reported she is doing well.